Manufacturer narrative:
Age at time of event: 18 year or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified second right posterolateral (rpl) segment. Following the advancement of a non-bsc introducer sheath, guide wire, and guide catheter, pre-dilatation was performed with a 2.5x13 non-bsc balloon catheter. A 2.50 x 24 synergy¿ drug-eluting stent was then advanced to treat the lesion; however, resistance was encountered inside the guide catheter. The device was removed and it was confirmed that the distal edge of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.